Event description:
A report was received that the patient was having difficulty charging the ipg and it was noted that there was swelling at the site. Database analysis revealed no anomalies. The patient was given an anti-inflammatory medication. The patient was able to charge and the swelling had gone down.